Manufacturer narrative:
(B)(4). This complaint has been re-evaluated and determined to be a malfunction. The failure mode of the unit not producing staples on the second handle squeeze has proven to be the result of several factor happening simultaneously. It has only been duplicated when the handle is returned to the original or "home" position very slowly, when the left tab frame height is out of specification and when the user has not identified that the trigger is in the fully locked back position. A situation where the handle hesitates and does not return to the "home" position will be readily apparent to the user when the handle does not remain in the locked back and "fired" position on the second squeeze per the IFU. Corrective action has been implemented to correct this condition.

Event description:
Reportedly, open bowel case. Surgeon did a side to side anastomosis, and then closed the defect with (B)(4) gun but it did not fire. Hole in bowel needed to be closed again. Procedure: unk. Pt sex: unk.